Event description:
It was reported that during preparation of a thrombolysis procedure, a hole in device packaging occurred. The outer box of a katzen guide wire was opened and a puncture in the inner pouch was noted. The wire came out of the hoop and punctured the inner pouch. No patient contact was involved and the procedure was completed with another same device.

Event description:
It was reported that during preparation of a thrombolysis procedure, a hole in device packaging occurred. The outer box of a katzen guide wire was opened and a puncture in the inner pouch was noted. The wire came out of the hoop and punctured the inner pouch. No patient contact was involved and the procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by manufacturer: device received and visual inspection presents a stiffening core wire protruding outside pouch. The puncture of the pouch looks torn. The pouch is sealed, no other failures were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is the most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).